Manufacturer narrative:
Citation: mangieri a et al. Thrombotic versus bleeding risk after transcatheter aortic valve replacement: jacc review topic of the week. J am coll cardiol. 2019 oct 22;74(16):2088-2101. Doi: 10.1016/j.jacc.2019.08.1032. Epub 2019 oct 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the bleeding and thrombotic risk for patients who undergo transcatheter aortic valve replacement and a summary of current recommendations, a perspective on ongoing clinical trials, and possible future developments. All data were collected from a secondary review of previously published studies. The study population included an undisclosed number of patients and demographic information was not provided. An unidentified proportion of the overall cohort were implanted with medtronic core valve or evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, an unspecified number of all-cause and cardiovascular deaths occurred. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major stroke, cerebrovascular events, endothelization of stent struts (observed with the core valve), hypoattenuating leaflet thrombosis, major adverse cardiovascular events, procedural/late-onset bleeding, hemorrhagic e vents (gastrointestinal or neurological bleeding), major or life-threatening bleeding, and vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.